Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6)-year-old (B)(6) male patient had impella 2.5 pump inserted in the right femoral for acute myocardial infarction and cardiogenic shock (ami/cgs). It was reported the impella 2.5 was inserted with no issues. There were no vital problems; however, the patient¿s condition worsened around 7:30 on (B)(6) 2020. The patient's blood pressure gradually decreased, and the patient expired. The cause of death was reported as cardiac tamponade. Per the physician, the causal relationship is unknown. An echocardiogram showed that there was water effusion the cardiac cavity. The physician performed CPR for cpa in the initial care room at the time of the emergency transport. The physician commented that since there was a pericardial effusion at the time, the patient may have had a cardiac tamponade. There was a dissection which may have widened when the impella was inserted. It was noted that the impella worked without any issues.